Event description:
Same patient as MFR report #: 2134265-2010-01887, 2134265-2010-01888, 2134265-2010-01889, 2134265-2010-01890. It was reported that post a coronary stenting treatment procedure the patient presented with a possible hypersensitivity reaction. In (B) (6) of 2005 the patient presented with jaw pain, shortness of breath, blood pressure changes, angina and a myocardial infarction. A 2.75x12mm taxus express2 drug eluting stent was implanted in the lesion. Due to continuing symptoms, one month later in (B) (6) 2005, two new lesions were treated by placement of a 3.0x20mm taxus express2 stent and a 2.5x24mm taxus express2 stent. In (B) (6) of 2005 the patient had a 3.5x24mm stent placed in another new lesion due to continuing symptoms of chest tightness and loss of endurance. Almost four years later in (B) (6) of 2009 the patient reported a continuation of symptoms and a new 90% stenosed lesion in a severely tortuous vessel was treated with a 4.0x24mm liberte¿ bare metal stent. While in the hospital post implant it was reported that the patient ¿crashed¿ and had a severe drop in blood pressure that was attributed to paclitaxel; the dose was adjusted. In (B) (6) of 2010 the patient had a non bsc stent placed in another new lesion. Since the implant of the last stent the patient reports continued angina, shortness of breath, fainting, ¿nerve tingling and shocks,¿ and ¿heat sensations¿ in his limbs. The patient was referred to an allergist and presented with symptoms of chest pain, shortness of breath, itching, pain radiating down the arms, anxiety and seizure like symptoms. The patient was diagnosed with and treated for a fungal infection and is going to be tested for a possible hypersensitivity to the stents. The physician noted that at this time the patient¿s symptoms are idiopathic in nature. Symptoms continue as of the date of this report and the patient is reported to be taking aspirin as well as herbal supplements.

Manufacturer narrative:
The 3080 rl surgical table product completed a 15,600 cycle (10 year equivalent) lifecycle/reliability test under conditions of greater than average loading prior to product launch; the table involved in the incident was 13 years old. This model table was the subject of a 2007 obsolescence notice to customers which stated that steris could no longer fully support the table because the hydraulics sub-supplier stopped production, making critical replacement parts unavailable. The user facility reported that the hand control subject of this event was not available for return as it could not be located. As a precaution, steris provided the facility with a new hand control.

Manufacturer narrative:
A steris tech was dispatched to the hosp to inspect this 13-year-old table. His investigation determined that there was an electrical short in the hand control for the table. The hosp replaced that hand control with a spare. The tech conducted several tests on the table and it articulated and performed according to specifications. The table was then returned to use by the facility. According to the hosp, the involved pt was not injured. Steris has requested that the hand control be returned to steris for eval. As of the date of this report, the hand control has not been received from the hosp.